Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the ra seal plug. Additionally, it was confirmed the ra setscrew was missing from the ra terminal block. This device was returned with a non-boston scientific hex wrench that had a setscrew stuck to the tip of it. A laboratory test lead was inserted into the ra port of the device header. The setscrew was removed from the tip of the hex wrench and inserted into the ra terminal block. The setscrew was successfully tightened down on the terminal pin of the lead. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis concluded the use of a non-boston scientific wrench likely contributed to both the observed hole in the ra setscrew seal plug and the ra setscrew becoming detached from the header of this device.

Event description:
It was reported that the right atrial (ra) lead was repositioned due to an unknown reason. This ra lead was unable to be connected to the device header as the setscrew within in header came out. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrial (ra) lead was repositioned due to an unknown reason. This ra lead was unable to be connected to the device header as the setscrew within in header came out. This device was then explanted and replaced. No additional adverse patient effects were reported.